Manufacturer narrative:
Trackwise (B)(4). Corrected section: h-3 (device not eval provide code), h6 (device returned). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came out of the package broken. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4) the device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw, detached at the tip, but remained attached at the base of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent; wire". The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came out of the package broken. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came out of the package broken. A replacement device was used to complete the procedure. No patient involvement.